Manufacturer narrative:
The lot number was not provided. A search for non-conformance associated with this part/lot number combination could not be conducted. The device was not returned to the manufacturer for evaluation. The definitive root cause cannot be determined. The instructions for use (IFU) identifies aneurysm rupture as a potential complication associated with use of the device.

Event description:
It was reported that treatment was being performed for a ruptured acom aneurysm. The proximal internal carotid artery was very tortuous. During access of the aneurysm over a synchro standard guide wire (not a microvention device), the via catheter was getting caught on the shoulder of the aneurysm neck. The via eventually came off the shoulder and the synchro wire pushed through the aneurysm wall. The wire was pulled out and an embolization coil was placed in the aneurysm, which stopped the bleeding within three (3) minutes. The via was removed and replaced without incident, and two (2) other embolization coils were placed in the aneurysm to complete the procedure. It was reported that the patient did well, was extubated, and was transferred to the ICU for recovery.